Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use a dilator was inserted into the access ports releasing the thumb advancer and the device was removed by using a forceful pull. Hemostasis was achieved with the device clip. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The device was received fully clip deployed and had been manipulated to retract the thumb advancer, via the use of the access ports consistent with the reported event. The locator wings were bent, but intact and consistent with a device that was difficult to remove. No mfg issues were detected and a root cause for the reported event could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.